Event description:
It was reported that the system mixed up images. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The operating system was reloaded, the backup was restored and a system calibration was performed. The system was tested and found to be working as intended and returned to service.